Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking was confirmed. Based on the investigation details, the likely cause was problems with the rotor stuck in the motor and the button sleeve cracked. The motor, button sleeve, rotor and bearings were each replaced along with other components. Service repaired and returned the saw to the customer.

Event description:
It was reported that the saw began leaking a black, oily substance during a laforte osteotomy. The substance came into contact with the patient, however, there were no adverse affects reported. It is unknown at this time how the substance was removed/cleaned and any treatment that may have been administered. The procedure was completed successfully with the same device.